Event description:
It was reported following an unrelated procedure where the cervical ipg was not placed in surgery mode and company representatives were unable to reconnect. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced, and effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.